Event description:
It was reported that in preparing set-up for a plif (at l5-s1), the scrubtech discovered that the threaded tip of the holding sleeve (03.632.001) would not engage the screws. The driver was pulled from the tray and another driver was used for procedure. There was no patient involvement with the complained driver. Consultant also reported during the same case, the following incident was also reported: surgeon had done final tightening of locking caps, then decided to loosen one of the locking caps in order to reposition the rod and the tip of the t-25 driver shaft (03.632.400) broke off into the cap. The surgeon retrieved the broken tip from the cap, repositioned the rod and retighten the cap with a different driver. Surgeon completed the procedure with no further problem. Report 1 of 2.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The damage is consistent with that noted in complaint (B)(4) and the evaluation of that complaint noted "the condition of the threads indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits." The breakage is due to this condition and CAPA (B)(4) has been opened and closed on the matrix holding sleeves, part numbers 03.632.001 & 03.632.036, to address further issues. The condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. This condition is being addressed on CAPA (B)(4) and is valid based on the number of complaints received for this condition. Placeholder.